Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the device operating in fixed mode was confirmed based on the submitted log files. The controller and lvad event log files did not contain data from the time of implant as they had been overwritten with newer data. All of the captured events appeared to show the system functioning as intended but in continuous speed mode. The controller periodic log file included data from the time of implant and showed the pump to be in continuous speed mode when pump was plugged into the controller but not yet operating. The lvad periodic log file contained data from the time of manufacturing which did show the pump set to pulse mode during some of the final manufacturing steps. The next events in the log file were from the date of implant and showed the pump in continuous speed mode. There was no data captured between these steps and the date of implant due to the set data recording interval of 1 hour. Review of manufacturing documentation confirmed that all manufacturing tests and uploads were performed per procedure. The supporting testing documentation, including the final pump test completed before packaging, confirmed that the pump was set to pulse mode. The evaluation could not determine how (B)(6) was set to continuous mode after manufacturing. The change in operating mode did not result in any functional issues or alarms and the patient was reported to be stable. The pump was switched into pulse mode on (B)(6) 2019 and follow up log files and additional information confirmed that the system remained in pulse mode after the change. The patient remains ongoing on vad support and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 12 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. The patient was at a clinic visit when it was reported that their pump was in fixed mode. It was reported that the pump is maintaining its set speed. It was reported that the pump currently remains in pulse mode and the patient is following up at weekly clinic visits. No further information was reported.